Event description:
During setup, the patient reported a strange smell coming from the cycler. The call center staff confirmed the strange smell was not a "burnt" smell. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The root cause of this problem was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.